Manufacturer narrative:
Further information was requested but not received.

Event description:
It was noted that the merlin pacing system analyzer (psa) was failed to pace and having unspecified fitting issue. The psa was not used and replaced. The patient was in stable condition.